Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient presented with increased, high impedence and thresholds on the right ventricular lead. The patient went into pacemaker mediated tachycardia when programmed to unipolar. Programming was changed to bipolar and the lead remains in use. There were no patient complications reported as a result of this event.